Event description:
It was reported the patient was seen at the implanting hcp¿s office and the pump pocket was swollen with increased redness across incision area and isolated red areas. The hcp started the patient on clindamycin. The patient then presented this past week for a pump refill at the managing hcp¿s office and they would not refill the patient¿s pump due to increased swelling and redness. They drew off fluid and sent this for cultures as well as started the patient on levaquin. At the time of the report it was noted cultures with no growth. The patient was scheduled to follow up with the hcp tuesday (B)(6) 2013. It was also noted that patient experienced pain and underdose symptoms. The patient reported feeling like withdrawals at time of implant and continued loss of pain control, along with complaints of increased joint pain. The patient status at the time of the report was indicated as alive, no injury. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported the patient had their pump changed out due to infection. It was also noted the patient had issues with swelling.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).